Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported event occurred due to abnormal electrical continuity from water invading the scope connector. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope received image communication error 315. The issue was found during preparation for use in a diagnostic enteroscopy procedure. The procedure was completed with a similar device. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported e315 was not reproduced. The evaluation found the bending cover had leakage, the bending section was perforated/ or scratched, the suction connector had slight water invasion, the angles were tight; the air/water supply tube had leakage; the switches were aged; the protector was damaged; the light guide tube was damaged; and the objective lens was scratched. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.